Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope had foreign material on the air/water cylinder, tube, suction cover and adhesive of the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the user could not perform reprocessing properly due to leakage from bending section cover, causing the foreign material to remain. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): detection method is described in gif-1100 operation manual chapter 3 preparation and inspection. Preventive measures are described in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.